Event description:
It was reported two 3.5 mm locking screws backed out of an implanted proximal humerus plate. They were in the head of the plate. The exact screw length of the screws are unknown at this time as several different screws were in the head of the plate. The surgeon is waiting to see if patient heals and then will remove the screws if needed. The date of event was reported as the week of follow up from the (B)(6) 2013 date of surgery. This is report 1 of 3 for complaint (B)(6).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event was during week of follow up from surgery (B)(6) 2013. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.